Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) shortly after it was first implanted. An x-ray was performed and it was determined the lead was dislodged. As result, the patient underwent an intervention wherein the lead was successfully repositioned.